Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient was hospitalized (date and duration not reported) due to headaches, pain at the implant site and facial palsy. The patient was treated with IV antibiotics.